Event description:
It was reported that the device interrogation showed a power on reset (por) message, but the parameters on the device were unchanged. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead: (B)(6) 2012. A 5076-52 implantable pacing lead: (B)(6) 2012. (B)(4).